Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which led to a pump shutdown. The customer provided a blood glucose (bg) of 129 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.